Event description:
It was reported that during an orthopedic procedure the device broke while in use in the bone. The broken tip could not be retrieved. Another device was used to complete the procedure. Additional information was requested, but no additional information was provided. A supplemental report will be sent if additional information is received.

Manufacturer narrative:
The device is a class I device. The device was not returned as of the date of this report and was reported to be held by the user facility.